Event description:
It was reported that the joystick could not find the controller on the power wheelchair and would not drive. The end user was reportedly stranded as a result.

Manufacturer narrative:
.